Manufacturer narrative:
Additional information: b3, g3, h3, h6. The complaint allegation is confirmed. Based on the image submitted from the field, the anchor appears to be damaged/warped. Consequently, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Event description:
On 04/22/2024, it was reported by a sales representative via email that an ar-8978p dx swivelock sl failed. The case was completed using a new ar-8978p dx swivelock sl. This was discovered during a cmc procedure on (B)(6) 2024. Additional information received on 4/24/2024: the procedure took place on (B)(6) 2024. The anchor was completely bent when the r-8978p dx swivelock sl was placed. The anchor was reloaded, but the same thing happened. The case was completed using a new ar-8978p dx swivelock sl. Nothing broke off inside the patient, but the eyelet became loose during insertion. The case was delayed only a few minutes. Additional anesthesia was unnecessary, and the patient suffered no negative effects.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.